Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/16/2014 with the following: a review of the pump¿s black box history showed that unexplained power reboots were recorded on (B)(6). Visual inspection revealed that the battery compartment was cracked at the case seal. No damage was observed to the returned battery cap. The battery cap was able to be fully secured to the pump. During testing, the pump performed the rewind, load, and prime steps with no power interruptions occurring. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no power interruptions occurring. The pump case was removed and no evidence of internal moisture or damage to the power circuit was found. The complaint that the pump was losing power intermittently was observed in the pump history but was not able to be duplicated during investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter alleged that the pump was losing power intermittently. It was noted that a new battery was inserted and the pump was able to power on appropriately. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.